Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic analysis of the returned product revealed dried blood visible and contrast present within the inflation lumen which is consistent with the device having been introduced into the body. The balloon was found to have a circumferential tear and was noted to be in two pieces. The distal portion of the balloon was bunched around the tip of the device. Also, the inner section was stretched approximately 40mm within the two separated portions of the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a vein graft stenting procedure, a balloon rupture occurred. The 80% stenosed lesion was located in the vein graft of the obtuse marginal. Vascular access was obtained via the right femoral artery. The maverick 2 monorail 9mm x 3.5mm was being used to pre dilate the target lesion and during advancement moderate resistance was encountered. Upon inflation a rupture occurred. The inflation duration and to what atms is unknown. The device was removed intact however, after removal it was noted that the balloon material appeared to have migrated onto the proximal shaft of the balloon. The procedure was completed with a quantum maverick balloon catheter. There were no patient complications reported and the patient status is listed as 'ok'.

Event description:
It was reported that during a vein graft stenting procedure, a balloon rupture occurred. The 80% stenosed lesion was located in the vein graft of the obtuse marginal. Vascular access was obtained via the right femoral artery. The maverick 2 monorail 9mm x 3.5mm was being used to pre dilate the target lesion and during advancement moderate resistance was encountered. Upon inflation a rupture occurred. The inflation duration and to what atms is unknown. The device was removed intact however, after removal it was noted that the balloon material appeared to have migrated onto the proximal shaft of the balloon. The procedure was completed with a quantum maverick balloon catheter. There were no patient complications reported and the patient status is listed as 'ok'.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).